Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 909 mg/dl. It was reported that prior to the event, the insulin pump alarmed no delivery. It was reported that the customer changed their infusion set after receiving the alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.